Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
The patient was wearing the pod at the time of seeking medical attention due to high blood glucose (bg) levels that caused vomiting, diarrhea, headaches, and general discomfort. The incident occurred on the night of (B)(6) 2025, leading to a hospital visit on the morning of (B)(6) 2025, which lasted 10 hours. The diagnosis was diabetic ketoacidosis (dka), and treatment included insulin administration and pod removal. The patient reported bg levels of 500 mg/dl and received high bg alarms but no other messages. The pink slide on the pod had moved forward, and the cannula was bent upon removal. Assistance included advising the patient to remove the pod if high bg levels persist despite bolusing.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 . The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.